Event description:
During service at baxter a technician reported finding a infusor pump with received false eos (end of syringe) alarm when attempting to run. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause was faulty mpu (micro processing unit) board. The device was returned to the customer unrepaired.